Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported message: loudspeakers are faulty. Fse confirmed faulty speakers and there is no sound from the device. The customer confirmed that the device was not connected to a patient when this event happened.